Manufacturer narrative:
Concomitant medical products: product ID: 700fc33, product type: heart band, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, in the days after implantable pulse generator (ipg) system implant, the ipg was not pacing appropriately as it was dropping off pacing spikes and pacing inappropriately on the r-wave. It was further reported that the right atrial (ra) lead exhibited intermittent under-sensing and possible loss of capture. The ipg and ra lead remain in use. No patient complications have been reported as a result of this event.